Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found completely missing from the arm clamp and was not returned with the instrument. The missing piece measured approximately 2.60 mm x 11.00 mm in length. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white insulation of the harmonic ace instrument came off. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter clarified the ¿¿white piece on the bit¿¿ corresponded to the distal part of the instrument circled in red on the image provided to the reporter. The issue was observed while the instrument was inside of the patient¿s anatomy and the issue was not observed before using the instrument on the patient. The reporter could not provide what surgical task was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure and the site did not experience any difficulties to remove the instrument from cannula. No fragment fell inside the patient¿s anatomy.